Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred upon initiation of a patient¿s hemodialysis (hd) treatment. A minuscule amount of blood was observed leaking from the circuit, and at first, they were unable to identify the source. They initially thought that the arterial line was misthreaded. Upon further inspection, they noticed that the blood was leaking from the critline housing, where the clear and blue chamber connects. The rn said there was no visible damage on the chamber, but it was apparent that there must have been a crack because of where the leak was coming from. It was confirmed that the device had not been dropped prior to use. There were no leaks observed during the priming. There were no alarms that occurred either. The patient¿s blood was returned. Estimated blood loss (ebl) due to the event was 1 to 2 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The lot number for the bloodlines could not be provided as this information was not documented and the device was discarded. No sample was available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred upon initiation of a patient¿s hemodialysis (hd) treatment. A minuscule amount of blood was observed leaking from the circuit, and at first, they were unable to identify the source. They initially thought that the arterial line was misthreaded. Upon further inspection, they noticed that the blood was leaking from the critline housing, where the clear and blue chamber connects. The rn said there was no visible damage on the chamber, but it was apparent that there must have been a crack because of where the leak was coming from. It was confirmed that the device had not been dropped prior to use. There were no leaks observed during the priming. There were no alarms that occurred either. The patient¿s blood was returned. Estimated blood loss (ebl) due to the event was 1 to 2 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The lot number for the bloodlines could not be provided as this information was not documented and the device was discarded. No sample was available to be returned for evaluation.